Event description:
It was reported that over the past couple weeks, the patient experienced a return of symptoms and was unable to adjust stimulation. The patient programmer displayed a "call your doctor icon" with an elective replacement indicator message. The patient indicated that they had fallen more than once. A longevity calculation was performed to estimate battery life. Results were l1: 3v, 120hz, 120us, 1-, 2+, 100ohms; r1: 3.4v, 120hz, 60us, 10+, 9-, 1085ohms. The elective replacement indicator value was 10.53 months and the end of service indicator was 13.53 months. Impedances were checked and came back low (indicating a short circuit) on electrode combinations 0-1: 114 ohms, 0-2:114 ohms, 0-3:114 ohms, 1-2:116 ohms, 1-3:114 ohms, 2-3:115 ohms. Additional information had been requested, but was not available as of the date of this report.

Event description:
Additional information. The patient experienced a loss of therapeutic effect on the right side. The low impedances were measured on the left side, and the right side impedances were ok. The patient's health care professional stated there was normal battery depletion, and the battery was replaced. The patient was hospitalized due to the event and the patient recovered without sequela.

Manufacturer narrative:
Concomitant medical products: lead model 3389s-40 lot# v589333 implanted: (B)(6) 2010 explanted: na; programmer model 37642 serial# (B)(4); extension model 37085-95 serial# (B)(4) implanted: (B)(6) 2010 explanted: na; extension model 37085-95 serial# (B)(4) implanted: (B)(6) 2010 explanted: na; lead model 3389s-40 lot# v319151 implanted: (B)(6) 2010 explanted: na.